Manufacturer narrative:
This device remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, elevated thresholds, loss of capture and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and the competitive rv lead was removed from service and replaced. No additional adverse patient effects were reported.